Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more than 300 units of insulin during the load sequence. A replacement pump was sent to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer had filled the cartridge with more than 300 units of insulin. Tandem technical support informed the customer that over filling their cartridge with insulin is off label per the tandem user guide. A supply change was performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level.